Manufacturer narrative:
The cadiere forceps instrument has been received for failure analysis evaluation. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. The grip cables were taut due to the dislodged clevis and prevented the grip tip from moving.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on the cadiere forceps instrument would not bend and could not be removed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument was inspected prior to use and no damage or abnormalities were identified at that time. During the procedure, the surgeon noticed being unable to remove the instrument. The customer was unsure if the instrument collided with any other instruments or hard materials. The cadiere forceps instrument had been removed once during the procedure before it broke, but the instrument's wrist was not straightened prior to removal, which is believed to have contributed to the damage. Upon removing the instrument through the cannula, the surgical staff felt resistance. No damage to the cannula was found upon inspection. Furthermore, no additional damage to the instrument was noted by the staff after the event. The broken pieces (fragments) that fell inside the patient were retrieved using another tool. It remains unclear whether all fragments were successfully retrieved. No additional surgical procedure, such as laparoscopy or open surgery, was required to remove the fragments, and it is unknown if any post-operative imaging (like an x-ray or ultrasound) was performed to verify there were no retained fragments. The procedure was ultimately completed robotically. The patient has not returned to the hospital with any complications related to a retained foreign object.